Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Undetermined issue for hydraulic pump for lift rhl450-1. Initial awareness date (B)(6) 2012, however no determination could be made at that time. Multiple attempts to acquire additional information to make the determination if the event is reportable were unsuccessful. The last inquiry request was made on (B)(6) 2012, therefore, the awareness date has been updated to (B)(6) 2012. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed. Undetermined issue for hydraulic pump for lift rhl450-1. Initial awareness date (B)(6) 12, however, no determination could be made at that time. Multiple attempts to acquire additional information to make the determination if the event is reportable or not were unsuccessful. The last inquiry request was made on (B)(6) 2012, therefore, the awareness date has been updated to (B)(6) 2012. No new information has been received as of this date. MDR filed.